Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. During the evaluation of the suspect device, the reported problem could not be confirmed or reproduced; however, it was noted that the lamp was set to off. Based on the available information, the investigation determined the likely cause of the reported problem was the lamp was not turned on when the problem was observed. As stated in the instructions for use, as a preventive measure: 1 press the lamp button: the lamp ¿on¿ indicator lights up. 2 confirm that the examination light is emitted from the distal end of the endoscope. 3 press and hold the lamp button for about 1 second: the lamp indicator turns off. 4 confirm that the examination light is not emitted from the distal end of the endoscope.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated or confirmed. The unit passed all functional tests and no problems were noted. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no video image was present. The problem, as reported to olympus, occurred during preparation for use. The intended diagnostic procedure was completed using a different device. There was no patient injury, associated with the problem, reported to olympus.